Event description:
It was reported that the set screw couldn't be tightened during insertion. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
Macroscopic and optical examination revealed thread crest and flank damage on both sides of the mas head and boss'; this damage appears to have initiated at the start of the thread, and is noted on both returned set screws and mas, consistent with set screw misuse due to misalignment of the mas head and set screw threads during construct assembly. After visual, optical and dimensional inspection, the above observations are consistent with intraoperative misalignment of the mas head and boss.